Event description:
Pin holes that leak liquid from extensions. Catheter was removed. Blood loss <20cc. No adverse effects to the pt were reported.

Manufacturer narrative:
A review of the mfg records indicated that all device specifications and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.